Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed. The patient was asymptomatic. A possible can encapsulation was discussed.